Event description:
Pt s/p left femur fracture orif 6/11/94. Pt walking in a store 9/7/94 & felt a popping sensation with pain in the left thigh. Pt was diagnosed with a left femur fracture. On 9/8/94 the pt went to the or for failed hardware removal & orif with im nail.